Event description:
It was reported that the intraocular lens had a split at the tip of cartridge which was observed by surgeon. Surgeon requested a new lens of same diopter and model to complete case. It was unknown whether there was a patient contact. There were no patient injuries and no medical intervention was required. There was no use error while handling original intraocular lens. The procedure was completed successfully using another lens (dcb00) with same diopter. No other information was provided.

Manufacturer narrative:
Section a4: patient weight: unknown/ asked but not available. Section a5: ethnicity and race: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.